Event description:
Procedure: lung resection. According to the reporter: the device jammed in the closed position after firing. Other staple guns were used, however, both misfired and jammed onto the patient's lung. The sulus could not be removed from the patient until a workable staple gun could be used to take a larger tissue sample. A third staple gun was used and found to be fully functional.

Manufacturer narrative:
(B)(4)